Manufacturer narrative:
Suspect device received on (B)(6) 2021. Device evaluation completed on (B)(6) 2021: during the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 475cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received with the device indicated that patient experienced left-sided cancer. The patient had history of family breast cancer. Patient also had bilateral periprosthetic capsulectomies. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unknown surgery with mentor smooth round moderate profile. 475cc saline breast implant experienced bilateral capsular contracture grade IV postoperatively. The issue was discovered through physical examination. As a result, patient underwent bilateral replacements as follow: l/ cat#: sdc120uh, sn#: (B)(4), r/ cat#: sdc120uh, sn#: (B)(4) on (B)(6) 2021. This report relates to the right prosthesis.